Manufacturer narrative:
Evaluation summary: the product was received for investigation, but is pending analysis. A supplemental report will be submitted once investigation results are made available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the data was reviewed and it was determined that only four hours of data was recorded prior to stopping. A repeat procedure was necessary due to the alleged device malfunction. The capsule was found in the stomach of the patient by a chest x-ray. The last known patient status is that the patient is stable. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). (The patient experienced unintended radiation exposure due to the chest xray) . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: the following investigation is based on accuview graph, risk assessment and IFU. The total duration of the study is 04:25 hours instead of 24, 48 or 96 hours. Bravo capsule signal is normal but the study cuts off. This issue can be caused by the following reasons. Recorder malfunction- due to failure in the internal components inside the recorder, the ability to pick up bravo capsule signal damage. Capsule failure- due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged. Bravo recorder was shut down. Because information sent from the customer only includes accuview graph, the conclusion of the investigation cannon be determined. A root cause of the failure was not found. The final conclusion of the investigation is that the failed study occurred due to suspected capsule/recorder failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.